Event description:
Reporter alleged family member passed out due to the blood glucose monitoring device results. Reporter stated device result was 97 mg/dl which is low for family member and an ambulance was called. Reporter stated ambulance treated family member with an IV, contents unknown and may have given her an insulin shot & glucose tablets as well. Reporter indicated family member was taken to the hospital emergency room and treatment associated was not provided. Reporter stated no longer having the test strips used at the time of the alleged incident and no controls were used. A request was made for the return of the suspect device and replacement product was sent.